Event description:
It was reported that during a percutaneous coronary intervention, a maverick2 balloon ruptured. The 99% stenosed lesion being treated was located in the heavily calcified, mildly tortuous left main coronary artery to apical branch. The maverick2 balloon ruptured during the first inflation. The balloon catheter was advanced through a previously placed stent prior to inflation. It was reported that inflation pressure did not exceed nominal pressure. No portions of the balloon detached. There were no pt complications, and the pt was reported to be "good" post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.